Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous proximal vein graft to the obtuse marginal. A 3.0x12mm ion stent was deployed at twelve atmospheres and was post dilated with a 3.5mm nc quantum balloon. The physician attempted to advance the 3.5x12mm ion stent delivery system through the deployed 3.0x12mm stent, however it was unable to cross. When the physician went to remove the stent the stent struts flared. The physician feels the stent was catching on the y-adapter while removing it which resulted in the stent struts flaring. The procedure was completed with another of the same device and post dilated with a 2.5mm apex balloon. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous proximal vein graft to the obtuse marginal. A 3.0x12mm ion stent was deployed at twelve atmospheres and was post dilated with a 3.5mm nc quantum balloon. The physician attempted to advance the 3.5x12mm ion stent delivery system through the deployed 3.0x12mm stent, however it was unable to cross. When the physician went to remove the stent the stent struts flared. The physician feels the stent was catching on the y-adapter while removing it which resulted in the stent struts flaring. The procedure was completed with another of the same device and post dilated with a 2.5mm apex balloon. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen. The balloon was tightly folded. There were flared struts in the first row on the proximal end of the stent. There was no damage to the stent delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).